Event description:
It was reported that a labeling issue occurred. While outside the patient, during preparation of a percutaneous transluminal coronary angioplasty (ptca), a 3.00mm x 6mm wolverine coronary cutting balloon was selected for treatment, but the balloon inner plastic packaging was noticed to be mislabeled. It was noted that a 3.00mm x 6mm wolverine balloon appeared on the box, but the inside plastic packaging was noticed to be a 2.75mm x 6mm wolverine balloon. No damage to the package was noted. The procedure was completed with another device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: received for analysis was an open shelf carton labelled for a wolverine cb mr, us 3.00mm x 6mm; batch # 28156142 upn: h74939401063000 use by: 2023 - 09 - 21. The closure strip was torn open which indicates that the box carton had been opened. No damage was observed with the shelf carton. Inside the carton was a sealed tyvek pouch which was labelled for a wolverine 2.75 x 6mm; lot # 27921814-113; batch # 28023060 upn: h74939401062750 use by : 2023 - 09 - 15. No issues noted with the pouch (no tears, punctures or holes in the material). The wolverine catheter was in its protective hoop within the pouch.

Event description:
It was reported that a labeling issue occurred. While outside the patient, during preparation of a percutaneous transluminal coronary angioplasty (ptca), a 3.00mm x 6mm wolverine coronary cutting balloon was selected for treatment, but the balloon inner plastic packaging was noticed to be mislabeled. It was noted that a 3.00mm x 6mm wolverine balloon appeared on the box, but the inside plastic packaging was noticed to be a 2.75mm x 6mm wolverine balloon. No damage to the package was noted. The procedure was completed with another device. No patient complications were reported in relation to this event.